Manufacturer narrative:
The customer contacted olympus technical assistance support (tac). No troubleshooting was performed because the customer did not have an alternate monitor available to verify whether the signal from the cv-190 (video system center) was functioning properly. The customer informed tac of the event. The device will not be returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center had noisy image. The issue was found during a colonoscopy procedure and it was completed with the same device. There were no reports of patient harm.